Manufacturer narrative:
(B)(4). D10: cat# 110010269 lot# 66187609 g7 osseoti multihole 62mm h. G2: foreign: spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the liner would not mate with the cup. After multiple attempts, the surgeon decided to use a new liner and the surgery was complete successfully. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified there are indentations to the outside diameter and to the lip of the device. There is scuffing visible on the metal ring located under the lip. The size of the device was found to be conforming. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.